Manufacturer narrative:
The used device has been returned, however, a device analysis has not yet been completed. Upon completion of the investigation, a f/u medwatch will be submitted.

Event description:
It was reported that the phaco tip broke off in the pt's eye. It was removed by the physician. No injury to the pt or adverse event was reported.